Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error, the device disconnected, and the patient transitioned to backup therapy until a replacement arrived; the event aligned with a device failure to read input signal associated with the circuit board. Symptoms included hyperglycemia with reported ¿high¿ glucose for a couple of hours and blurry vision with eye pain. Outcomes included no health consequences or lasting impact, and there was no medical intervention or hospitalization. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a communications failure and a component-level issue localized to the circuit board, corresponding to failure to read input signal. Complaint was confirmed and verified alert 60 in notification menu. After troubleshooting the device, it was found that the u4 chip on the hoverboard was faulty. This caused the bluetooth version and ble bootloader both to show 0.0.0. Installing a good working one regained the address for both bluetooth and ble bootloader and at this point the engineering logs were downloaded. After attempting to reflow solder to the u4 chip and then re installed, the issue remained and no further actions were taken, concluding the hoverboard will need to be replaced.